Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited low amplitude and p-wave oversensing. Further evaluation of the patient and a potential screening to determine a better placement in the future was discussed. At this time, no changes have been performed. This system remains in service. No adverse patient effects were reported. Additional information was received detailing that this system was explanted and replaced. Additionally, it was mentioned that the oversensing issues were due to the position of the electrode being too high. This system is expected to be returned for analysis. No further adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited low amplitude and p-wave oversensing. Further evaluation of the patient and a potential screening to determine a better placement in the future was discussed. At this time, no changes have been performed. This system remains in service. No adverse patient effects were reported. Additional information was received detailing that this system was explanted and replaced. Additionally, it was mentioned that the oversensing issues were due to the position of the electrode being too high. This system is expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Visual inspection identified a benign crack in the polycin vorite, at a bubble at the surface of the notch area just distal to the proximal sense ring which may extend into the insulation. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.